Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable results for total (free + complexed) psa - prostate-specific antigen and free psa for one patient sample. The total psa result was 0.02 ng/ml and the free psa result was 0.143 ng/ml. No information was provided to determine if the results were reported outside the laboratory or if the patient was adversely affected. The total psa reagent lot number was 161439 and the free psa reagent lot number was 160767. The expiration dates were not provided.

Manufacturer narrative:
No specific root cause could be determined during the investigation. The patient sample in question was submitted for investigation and the customer's results could not be duplicated and were not confirmed. The provided calibration and quality control data gave no indication of a system or a reagent issue.